Event description:
On 8/13/2024, it was reported by an arthrex subsidiary employee via email that an ar-3638 knotless fibertak anchor fell off the femur at the point where the relay suture entered the anchor area. This was discovered during an mpfl reconstruction procedure on (B)(6) 2024. The case was completed using another ar-3638 knotless fibertak. The patient was not harmed. Additional information received on 8/15/2024: the anchor pulled out after it was implanted in the patient's bony foramen as the relay suture entered the anchor. Everything was removed from inside the patient. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error on the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.